Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a system error 345 alarm was reproduced and verified through a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream thermistor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.